Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient experienced driveline infection. Exit site was planned to be relocated. Surgical intervention was schedule to be on (B)(6) 2025. The cultures identified was staphylococcus aureus. Infection was treated in the past with antibiotics, without success. Therefore, it was decided to open the exit site. A vacuum bandage would be applied until healed up. Then, the same exit site would be used again.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.